Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported a "tube hot have a break error". The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, system log files, and cc-part. The investigation revealed that the error was caused by x-ray tube arcing. Arcing is a side effect when generating x-ray. Negative effects from arcing are normally managed by the system in such a way that there is no significant impact to the clinical procedure. However, if arcing exceeds a certain level (medium-level-arcing) individual scene may be interrupted or under certain conditions the scene needs to be reacquired. Within the factory, the returned tube was examined and found to have medium-level arching due to an overloaded focal track. An overloaded focal track is one of the reasons that the x-ray tube is not voltage proof any longer. Small particles can detach from the focal track and can cause arcing events and an outage of the exposure due to a bad vacuum condition. This loss of the vacuum stability leads to the x-ray tube not being voltage proof any longer. To resolve the issue the x-ray tube had been exchanged as part of reactive service activity. After exchange of the x-ray tube the system works as intended. The occurrence rate of the error pattern and the spare parts consumption were checked. A possible error accumulation or even a systematic error, which would lead to a corrective measure, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.